Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: during which firing stroke did the device jam (1st, 2nd, 3rd, or 4th)? The device jammed on the 7th firing. How was the device removed from the tissue? They had to use forceps and scissors to wedge the tissue out. Did the jaws eventually open? The jaws never opened thereafter, even after I tried to reverse the blade and open. What was the product code of the cartridge (gst60t, ecr60d, etc.)? The product code for the reload is: ecr60d. Was buttressing material utilized? If so, which product? No butt dressing was used as far as I am aware.

Manufacturer narrative:
(B)(4). Batch # n5590j. The analysis found that one sc60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the device jammed on tissue; tried to reverse blade and still remained jammed. Opened another product to complete the procedure. There were no adverse consequences for the patient reported.